Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown. The customer reported that they were able to clear the alarm and complete insulin pump rewind. The troubleshooting was performed. The customer reported that the drive support cap was appeared to be normal. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.